Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note test strip - (B)(4).

Event description:
Costumer reported complaint for erratic blood glucose test results. Daughter, (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 87mg/dl and 200mg/dl. The customer's expected fasting blood glucose test result range is 150 to 190mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states the meter is giving erratic readings. Customers meter read 87mg/dl and 200mg/dl back to back and both readings are outside of her normal range. Customers normal range is 150-190mg/dl fasting. Customer denies signs and symptoms of high or low blood sugar and denies the need for medical attention at the time of call.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for erratic blood glucose test results. Daughter, (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 87mg/dl and 200mg/dl. The customer's expected fasting blood glucose test result range is 150 to 190mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 11/09/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states the meter is giving erratic readings. Customers meter read 87mg/dl and 200mg/dl back to back and both readings are outside of her normal range. Customers normal range is 150-190mg/dl fasting. Customer denies signs and symptoms of high or low blood sugar and denies the need for medical attention at the time of call.